Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no fluid leaks found in the test cassette during the test treatment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation, system air leak and the mushroom head check passed. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. Additionally, there was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and replaced. The cause of the observed dried fluid could not be determined. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following their treatment. When they opened the cassette door they found fluid leaking within the cassette door. During follow up the patient¿s pd nurse reported that the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler was replaced.